Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. No further information is expected. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens did not fold properly and the plunger of the device had a minimal override on the lens. The surgeon was able to implant the lens without any harm to the patient.